Event description:
It was reported that the handpiece began overheating during a surgical procedure. There was no patient or user injury, and it is presumed that the case was completed successfully.

Manufacturer narrative:
The handpiece saw was received at the manufacturer for evaluation, but the reported condition of the device overheating during usage could not be confirmed.